Event description:
During laparoscopic assisted vaginal hysterectomy, the harmonic scalpel stopped functioning and the generator attached to it read it was in error mode. The generator was stuck in a non functioning mode rendering it and the scapled useless. The patient did not sustain any injuries from this failure. However, she did have to be converted to an open abdominal hysterectomy. The physician did note the patient had distorted anatomy and had abnormal bleeding which could not be controlled with the plasma kinetic device. Once patient was converted to open surgery, the physician was then able to continue with the hystrectomy and was able to control patient's bleeding.